Event description:
Approx in 1973, my mother had reconstructive breast surgery and silicone breast implants made by the dow company was implanted. Within a short period of time (I believe approx 1 yr) she was having problems with pain and hardening of the breast. Her dr stated she had a pocket and squeezed the breast and told her to do the same for approx a week. Approx in 1991-1993, she began to see a dermatologist because of red scaly patches on her body. She was referred to a specialist and diagnosed with a rare form of skin cancer called mycosis. Later, she was told this cancer was in her blood and there was no cure for this type of t cell lymphoma, however, it was slow to progress. She was advised to have the implants checked for leakage. The implants were found to be leaking and were removed. She did not have them replaced. In 1993, she had radiation treatments for the skin mycosis. Since that time, she has been monitored by a dermatologist and a blood cancer dr. A few weeks ago, we were told that her mycosis had become very active and she would need more radiation treatments. She is having a pet scan next week to see if it has affected the lymp or any other organs. She is now (B)(6) and has alzheimer's to the degree she needs assistance with everyday living.